Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: 2006 - the patient underwent surgery for repair of recurrent incisional hernia, lyses of adhesions, placement of an on-q pain pump and a composix e/x mesh patch. Six days later - the patient was readmitted to the hospital with wound dehiscence and serosanguineous drainage. The doctors discovered that the mesh patch had caused infection and malfunctioned. The next day - the patient was taken to surgery where the surgeons noted the mesh patch had folded over on itself and had to be removed and replaced. The patient was kept on intravenous antibiotics. The patient had a post operative ileus that resolved several days later. The patient was discharged from the hospital and pathology reports confirmed that the infected abdominal wound was due to the composite mesh. Thereafter, the patient spent several weeks recovering from the surgeries and continued to limit his daily activities for months thereafter.